Manufacturer narrative:
(B)(4).the ventilator was returned for investigation. The service engineer evaluated the device and could not verify the reported complaint. The device was tested and allowed to run for more than two (2) weeks without any failures related to the reported problem. An unrelated issue was found. A repair quotation was sent to the customer but it was declined. The reported malfunction could not be duplicated.

Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that during patient use, the ventilator was shutting off on its own while plugged into ac power. The patient was removed from the ventilator and transferred to another ventilator without any reported patient harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.